Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the phenomenon "broken probe" and "recovery of dropped probe" occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the error. 5. A force was applied to the probe causing it to break. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was 1 hr ¿ the procedure was not a long one and wasn¿t prolonged because of the error. The user just switched out the device. Procedure was not cancelled or postponed because of the failure. No other devices connected to the subject device when the failure occurred.

Event description:
The customer reported to olympus that during laparoscopic myomectomy, this ultrasonic surgical device probe broke off and fell into the patient and was retrieved. There was an unspecified error message observed. The procedure was not prolonged and was completed with a similar device. The reported problem did not affect the outcome of the procedure. No additional medical intervention done. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00226. This device was returned for evaluation and the allegation was confirmed. Visual inspection revealed some tissue build up on the distal end. The probe completely broke off and the broken piece about 16mm long was returned with the device. The remaining portion of the probe was measured about 3 mm in length. Closely inspected the probe fragment surface found a black spot as starting point on the edge of the non-coated jaw side. The teflon pad was slightly worn, but has a deep crack close to the broken probe and still attached to the jaw. However, the wiper movement and its gold insulation were normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The shaft was straight. The device was checked with the generator. Both switches were working and the output activation tone was normal. However, due to the damage probe, the device failed the probe check and generated error code on the generator and could not be checked for energy output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.